Event description:
"Death: on april 9, the relay plus device was implemented using a right f approach and a cut-down method. After the device was delivered to the intended position, the patient's blood pressure dropped during positioning, which resulted in the state of shock. The device was urgently implanted, a cardiac massage was given to the patient, and pcps was used. The patient, however, could not be saved and died. A lunderquist guidewire (cook medical) and a proglide closure device (abbott) were used with the device. The physician is requesting CT images" patient outcome: "the patient died. Autopsy was not conducted, and the cause of the death is unknown."

Event description:
"Death: on april 9, the relay plus device was implemented using a right f approach and a cut-down method. After the device was delivered to the intended position, the patient's blood pressure dropped during positioning, which resulted in the state of shock. The device was urgently implanted, a cardiac massage was given to the patient, and pcps was used. The patient, however, could not be saved and died. A lunderquist guidewire (cook medical) and a proglide closure device (abbott) were used with the device. The physician is requesting CT images" patient outcome: "the patient died. Autopsy was not conducted, and the cause of the death is unknown."